Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test. The pump was monitored and no alarms occurred during testing. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had an external ram error alarm and a signal too low alarm. The customer's blood glucose was 7.6 mmol/l. The customer stated they disconnected from the insulin pump. Customer agreed to return the insulin pump for analysis.